Event description:
The customer alleged an event of suspected positive biological indicator (bi). No injuries were reported from the unrecalled load. It was reported that the load was used on a patient. The customer stated that there was no information regarding follow up antibiotics prescribed to the patient, however, routine procedures from the facility were followed.

Manufacturer narrative:
(B) (4). Suspected positive.